Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient's catheter was leaking. Saline was put in the pump until the decision was made to remove the device. The pump system was completely removed in (B)(6) 2015. The drug information, troubleshooting, symptoms and cause related to the catheter leak were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.